Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked top case, bottom case and right plunger case. The event history log confirmed ¿primary audible alarm bgnd test¿ occurred. Functional testing was able to replicate the reported issue as the alarm occurred intermittently during occlusion testing. The root cause was determined to be a fractured solder joint on high profile c9 on the interconnect pcb due to the device being dropped or mishandled by the customer. The interconnect pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm background test. There was unknown patient involvement and unknown patient harm reported.